Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead was dislodged while slitting the catheter and the rv lead helix was unable to be retracted. The rv lead was removed and replaced on 22 jul 2024. The patient was in stable condition.